Manufacturer narrative:
On 14 july 2017 the r&d project manager checked the pictures of the explant commenting as following: the image was checked; the stem appeared to be just explanted, with blood present in the macrostructures. No other signs are visible from the received image and it is not possible to determine the root cause of the event. Batch review performed on 26 july 2017. Lot 160780: (B)(4) items manufactured and released on 20 may 2016. Expiration date: 2021-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 28 july 2017 the medical affairs director made the following analysis: stem revision in a (B)(6) woman occurred 1 month after primary cementless tha. Radiographic images provided show the presence of a subsided stem and a trochanteric fracture probably caused by an undetected intraoperative fracture. This event may be due to the normal weakening of the bone following canal preparation, particularly likely in an elderly woman. No reason to suspect a faulty device.

Event description:
One month and a half after primary the surgeon revised the patient for a great trochanter fracture. The surgeon implanted a new stem. The surgery was completed successfully.